Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the loss of prime warnings had occurred with at least three separate cartridges from two separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings:a review of the pump¿s black box data revealed a ¿loss of prime¿ warning for a non-zero force. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration measured within specifications.